Manufacturer narrative:
(B)(6). (B)(4). Study name: (B)(6). The complainant indicated that the device is implanted and will not be returned for evaluation; therefore a failure analysis of the complaint device could not be completed. If any further relevant information is identified, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an uphold lite was used during a pelvic floor reconstruction with uphold lite including apical vault suspension and cystocele repair procedure performed on (B)(6) 2016. According to the complainant, on (B)(6) 2017, the patient experienced mesh exposure at the vaginal suture line. The exposure was trimmed and the event resolved that day.